Event description:
It was reported that the device was making a funny noise during a lap. Hysterectomy procedure. It was also stated that the device was in the pt and would not work. There was no pt consequence; a second device was used to complete the case.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" late in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".